Event description:
It was reported while using bd vacutainer® z (no additive) urine tube, three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information. D.9 device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9 returned to manufacturer on 12-mar-2026. Investigation summary bd received three samples for investigation. The samples were inspected, and no issues were identified. Functional tests were performed, and all tubes were within specification limits. Additionally, 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® z (no additive) urine tube, three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.